Manufacturer narrative:
No other abnormalities were observed. While attempting to implant the lead, the physician inadvertently cut into the patient's pericardium and caused a perforation during the initial incision. The lead was returned for analysis however, testing could not be performed as the lead was cut.

Event description:
As reported while attempting to implant the lead, the physician inadvertently cut into the patient's pericardium and caused a perforation during the initial incision. The patient was put on bypass in the ICU.